Event description:
It was reported by the customer that the footswitch cable is working intermittently. The customer would like this replaced. There was no patient consequence. There was no other information.